Manufacturer narrative:
Complaint no: (B)(4). The device was received for evaluation. Visual inspection revealed a leak from the device. The reported condition was verified. The cause of the condition was determined to be broken tubing at the solvent-bonded junction of the luer. The cause of the broken tubing was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pharmacist opened a box and noticed that there was a large spill from a large volume infusor. It was reported that there was no fluid remaining in the infusor. The device was filled with 4700 mg of fluorouracil in 230 ml of 0.9% sodium chloride solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from (B)(6) 2015. Should additional relevant information become available, a supplemental report will be submitted.